Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured circumferentially (atm unknown) during the first inflation. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. Another balloon was used to complete the procedure. There was no report patient injury.